Event description:
The sales representative reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2022 during a robotic procedure when it was reported that shaft of the trocar stayed in the patient. The case was finished without patient harm, but incident report was filed as this puts the patient at risk for injury as well as other potential issues. Further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time . A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device ias12-100lpi is not expected to be returned for evaluation and review. This complaint is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the IFU w55-000-983 ab, failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience, and training in laparoscopic techniques should use the components of the airseal system. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : device not returned.

Event description:
The sales representative reported on behalf of the customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2022 during a robotic procedure when it was reported that ¿shaft of the trocar stayed in the patient. The case was finished without patient harm, but incident report was filed as this puts the patient at risk for injury as well as other potential issues.¿ further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.